Event description:
During surgery, unable to maintain normal oxygen level. Carboxyhemoglobin checked and was 70%. Ventilator not used for at least 11 days, baralyme changed 11/18/97. Anesthetic agent administered was suprane.